Event description:
Patient reported having undergone a total hip arthroplasty in 1999. Subsequently, a revision procedure was performed in (B)(6) 2002 due to infection. All components were removed and replaced with cement spacers. Patient reported a revision occurred on (B)(6) 2003 in which the cement spacer molds were removed and replaced with total hip components. Subsequently, patient reports experiencing pain, noise from the joint, a cobalt allergy, neuropathy and diabetes. There has been no revision reported to date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: product ID - unknown; device info - unknown; PMA/510(k) number ¿ unknown; manufacture date ¿ unknown. This report is based on allegations set forth in the patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Patient reported having undergone a total hip arthroplasty (tha) in 1999. Subsequently, a revision procedure was performed in (B)(6) 2002 due to infection. All components were removed and replaced with cement spacers. Patient reported a revision occurred on (B)(6) 2003 in which the cement spacer molds were removed and replaced with total hip components. Subsequently, patient reports experiencing pain, noise from the joint, a cobalt allergy, neuropathy and diabetes. There has been no revision reported to date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received in patient medical record reports patient underwent an initial left tha on an unknown date in 1997, not 1999 as initially reported. Subsequently, patient underwent a 2-stage revision due to infection on (B)(6) 2002 and (B)(6) 2003. Review of invoice records could not confirm the procedure dates with the information provided, so (B)(6) 2003 product identification remains unknown at this time.